Event description:
Reported due to inability to dislodge device from pt. The operator attempted an arteriotomy closure with the perclose at (closer ak) device after a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluoroscopy was performed prior to the procedure. The arteriotomy site was confirmed and the condition of the vessel was noted as being "fine." Reportedly, there were no issues with deployment of the device. However, upon removal of the device, the device became lodged in the pt and could not be removed from the right groin. A vascular surgeon was consulted and the pt was taken to surgery. Upon removal of the device it was found that the foot was not parked. The device was found to be "broken between the body of the device and the proximal guide". It is unk whether the device was broken during the closure process or during the surgical removal of the device. The pt's hospitalization was prolonged due to this incident. The pt was discharged from the hosp on an unspecified date in "good condition." Although requested, no additional pt info was provided.